Manufacturer narrative:
Hospira inc. Us service center (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "the patient witnessed clinician putting lock code. Patient unlocked the pump and changed pca continuous rate, giving more medication. Though asked, was not able to provide the type of medication used, prescribed volume and total volume infused. Customer quoted the codes should not have been visible on display when entered. Patient involvement: yes. Human harm: no".